Event description:
The strykeflow 2 disposable suction/irrigator without disposable tip leaked when a 3,000 ml bag of normal saline was spiked. The leak point was on the battery device, where the tube for carrying the sterile saline to the surgical field exits the battery device. Lateral pressure was applied to the tube and it produced a thin stream of normal saline spraying out of the tube. The device was replaced prior to use.